Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 90% stenosed lesion in the obtuse marginal (om) artery. During the procedure, the vessel was pre-dilatated with a 2x8mm semi-compliant balloon and a 2.25x18mm xience xpedition drug eluting stent (des) was implanted at the target lesion. Post-implantation, a proximal edge dissection was noted. Another xience xpedition was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.